Event description:
The IV pump was running sedation for a ventilated patient when rn noticed and increase in heart rate and respiratory rate. The rn noticed the pump had stopped infusing, the pump made no alarms and had message on the screen "keep plugged into ac! Service battery/replace pump." Biomed investigated, unit had uncontrolled shutdown on [dates redacted], likely bad battery or bad board. The battery was replaced last [date redacted]. Sent pump to manufacturer for further investigation.